Event description:
We received a report from a distributor stating that a pt claimed that their hc604 CPAP unit was boiling the water in the humidification chamber and that the water burned her when she took the chamber out to drain the water. An rt is reportedly going to the pt's home to check on her. An e8 error was allegedly showing on the lcd screen of the unit.

Manufacturer narrative:
Our investigation is underway; however, we do not have results or conclusions to report at this stage.